Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation several months ago. An sjm representative met with the patient and was unable to communicate with the ipg using external devices. Surgical intervention is pending to address the issue.